Event description:
Caller reported pump began burning and melting while charging using tandem supplies. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.